Manufacturer narrative:
A2) patient age - average age, 75.6 years, n=31. A3a) patient sex - 20 male, 11 female. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for an eagle eye platinum catheter. D1/d4/h4) the lot number was not provided; thus, the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, hematoma is listed as a possible complication with use of the eagle eye platinum catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 03jan2020) ¿endovascular treatment of long superficial femoral artery¿chronic total occlusions using the gogo catheter with ivus via a popliteal puncture method is effective, safe, and useful¿. The study retrospectively aimed to investigate the usefulness of inserting a 6fr sheath guided by duplex ultrasonography via a popliteal artery puncture. A total of 31 patients were enrolled in the study between may 2017 and november 2018. Philips volcano eagle eye platinum catheters were used during the procedures. Procedural complications included 2 patients that experienced small hematomas that occurred at the popliteal artery puncture site. The patients were treated conservatively and were discharged as usual. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 03jan2020 has been used, the date of publication. Nakamura s, rokutanda t, kurokawa h, onoue y. Endovascular treatment of long superficial femoral artery-chronic total occlusions using the gogo catheter with ivus via a popliteal puncture method is effective, safe, and useful. Vasc endovascular surg. 2020 apr;54(3):225-232. Doi: 10.1177/1538574419896735. Epub 2020 jan 3. Pmid: 31896318. This report captures the serious injuries that occurred after use of the eagle eye platinum catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.